Event description:
According to the reporter: occurred during a laparoscopic lobectomy. While firing on the upper left lung nodule, the device had poor staple formation, the staples did not form. The staple line was incomplete and the case needed to be completed with manual stitching. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy. While firing on the upper left lung nodule, the device had poor staple formation, the staples did not form. The staple line was incomplete and the case needed to be completed with manual stitching.